Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2022 (B)(6)(con): the patient reported that 1.5 years prior to the report their implanted neurostimulator (ins) had moved / shifted when they were camping and setting up a tent.   No symptoms reported. Rep reported on (B)(6) 2022 that they were not ever made aware of the ins shifting/moving since it was implanted. The rep noted they would be meeting with the pt the week of (B)(6) 2022.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that interrogation of the scs determined high electrode impedance, and a connectivity test of scs determined limited to no connections. Provider was made aware at time of scs interrogation that a revision is deemed necessary, awaiting for office, patient and provider to schedule. At the time of the scs interrogation, patient stated that he was ¿jumped¿ and ¿beaten up¿, and felt that caused the issues with his scs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information had been received on july 14, 2022. The patient reported that on (B)(6) 2022 they started noticing a loss of stimulation.  They tried increasing the intensity but they still could not feel stimulation.   They tried other positions like laying down, but also couldn't feel stimulation.  Additionally, the implanted neurostimulator (ins) was not depleting like it used to.  They stated they were charging every night.  Patient services had the pt connect their programmer to the ins, and the pt confirmed the charge on the ins was at 40% charge and controller was at a 100% charge.  Therapy was confirmed to be on, but they were not feeling stimulation.  It was noted the intensity was set to 7.0 and they tried different programs.  The pt confirmed they did not fall or have any trauma that could have led to this event.   They were redirected to see their doctor about the loss of stimulation.  On 2022-jul-15 the manufacturer representative (rep) reported that they were first made aware of the loss of stimulation on july 14, 2022. The concern about the ins not depleting like it used to has not yet been resolved. No further information was available at t hat time. On 2022-aug-11 additional information was received from the rep. The rep reported and clarified that the loss of stimulation is likely associated with the implanted device moving/shifting from a year and half ago. They explained that the pt was in a fight with gang members, which was the cause of the device shifting. Ever since then they had been meeting with the pt repeatedly for reprogramming sessions to try and get more effective therapy. They last met with the pt for reprogramming on july 5, 2022. They confirmed that they did not recall the pt reporting a loss of stimulation at that meeting. They do not know the reason / cause for the ins not depleting like it used to, but likely is associated with the fight from a year and a half ago and the multiple reprogramming sessions that have occurred. The rep confirmed the ins has not yet been replaced however, the rep does plan on discussing with the pt and the doctor at the pt's upcoming appointment (date unknown) that the system may need to be revised in order to get the pt the full effect of stimulation therapy. The rep confirmed that as far as they know, the doctor has not planned or scheduled surgical intervention yet.

Manufacturer narrative:
H3. Analysis was conducted on the ins and both leads. Analysis of the ins found that it passed functional testing. Analysis of the leads found four conductors were broken at different locations on the distal end of the left lead, and five conductors were broken at different locations on the distal end of the right lead. Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 explanted: 2022-11-30 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 explanted: 2022-11-30 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had a loss of stimulation. Patient was attacked by a group of men that repeatedly kicked his back resulting in damage to his leads and ins. Only 1 electrode was found to be working. Patient had full system replaced.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot#serial#: (B)(6), product type: lead, product ID: 977a260, lot#serial#: (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.